Event description:
It was reported to boston scientific corp on nov 17, 2009 that a radial jaw 4 single use biopsy forceps large capacity device was used during a esophagogastroduodenoscopy procedure with biopsy performed on (B)(6) 2009. According to the complainant, during the second pass of the forceps, the physician experienced resistance upon removal from the scope and could not remove device. The scope was removed from pt. The procedure was completed after the one pass made with the same radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): device stuck in scope. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed. (B)(4).